Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/31/2016. The fse found blue stripe I-beam tubing on pinch valve pv49 which became disconnected, contributing to a leak at rear of the instrument; additionally, there was a cut red stripe I-beam tubing on pinch valve pv42 that contributed to a drip from the bsv (blood sampling valve), and was also replaced by service personnel, resolving the leak. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported finding a contained leak of less than 15 cc of fluid from the bsv (blood sampling valve) of the coulter hmx hematology analyzer with autoloader during a startup. The customer was wearing personal protective equipment (ppe), consisting of gloves, glasses and a lab coat when the leak was discovered, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.